Manufacturer narrative:
Balt USA's reference number: 2476. To whom it may concern: on september 29, 2020, balt USA has been notified of an event regarding the use of a single optima coil. Details reported as follows: "recanalization of the aneurysm." An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore; a review of the lot history records could not be performed.

Event description:
It was reported: "recanalization of the aneurysm".